Manufacturer narrative:
(B)(4): wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2011 and suture was used. The patient experienced wound dehiscence on (B)(6) 2011. No additional information has been provided.